Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Month and day unknown. Only year (2019) is known. Batch # unk. The lot / batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Cancer. What healthcare professional fired the device and what is his / her experience with the device? Dr. (B)(6) ¿ first time using the device ¿ surgeon was explained the device prior to usage by account manager ethicon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? High b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use / firing? No. What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? Yes. How may counter-clockwise revolutions of the adjusting knob were used to open the device? Two. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Yes. They were two complete donuts was a leak test performed? If so, what specific type and what was the result? Yes. No leakage. The following information was requested, but unavailable: was the staple line visualized endoscopically? How was the leak identified? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the anastomosis closed in reoperation? What is the current patient status? Was the device saved? If so, will it be available for return at a later date? Response: no further additional information available.

Event description:
It was reported that surgeon performed rectum anastomosis with cdh29p. Stapler worked perfectly; anastomosis was closed. On 2nd post-op day patient showed anastomosis insufficiency and needed intensive care. Surgeon was able to close anastomosis.